Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. There were no notable events prior to the alarm. The customer's blood glucose level was not impacted. The alarm was cleared and insulin delivery was resumed.